Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was a chronic total occlusion. A 3.00mm x 30mm apex¿ balloon catheter was advanced for dilation. However, the "balloon broke". The procedure was completed with a non-compliant balloon catheter. No patient complications were reported.